Event description:
Patient representative reported right side "fear of alcl, emotional distress, anxiety", "loss of quality of life and depression", "severe pain, capsular contracture" baker grade unknown, "rashes or itching". Also reported "irritable bowel/crohn's disease" and "insomnia" which are non device related. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.